Event description:
During a percutaenous coronary intervention (pci), the physician felt resistance while attempting to deliver a cypher 2.5/28 mm stent to the target lesion. The product was inspected prior to use and reported to be normal in appearance. The resistance was noted while exiting the tip of the launcher 6 fr. Jl4/sh (side hole) guiding catheter. The target lesion was the mid left anterior descending (lad). The lesion was reported to be heavily calcified but not tortuous. The stent delivery system (sds) was removed. Inspection of the stent revealed the proximal stent strut to be uplifted. The product was not used further. Two additional cypher stents, a 2.5/28 and a 3.0/23 mm, were used to treat the mid lad and the proximal lad in overlapping fashion. There was no reported patient complication.